Event description:
It was reported the high frequency resection electrode had a small piece of brown paper or something similar in an unopened and unused package. The event occurred during preparation for use before an "unspecified" procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was not established-the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Due to inappropriate material-problems that occurred due to the presence of a material that should not be present or part of the device. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.